Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the pacemaker exhibited a voltage reading that should have triggered elective replacement indicator (eri). However, the published eri voltage for the device was rounded up. It was noted that there was a display anomaly which caused for the device to not trigger eri until a voltage measurement below the voltage indicator was reached in two consecutive measurements. The patient presented for explant procedure on (B)(6) 2020. The pacemaker was explanted and replaced. There were no consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.